Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is complete. A lot history review was completed for the reported product lot number. There was no conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the welding part in the middle of the vasoview hemopro 2 was separating from the insulation. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.